Event description:
Customer reported the live screen went black during roadmapping in a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and monitored it for a week. Was unable to reproduce the reported problem. System operates as intended.